Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had cosmetic damage, the etching was worn, made excessive noise and fell apart. The device also failed pretests for general condition, check for color (red) coding and check general function in running mode. Therefore, the reported condition was confirmed. The assignable root cause was traced to improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant devices: 2 quick coupling device and reciprocating saw attachment device, therapy date: (B)(6) 2023 UDI: (B)(4).

Event description:
This is report 2 of 2 of the same event it was reported from united kingdom that the large quick coupling device was depositing metal fragments while in use with the reciprocating saw attachment device and two quick coupling for k wires devices. During further follow up with the reporter it was reported that there were tiny particles of what looked like metal coming out of it. This only happened when the switch was on. Nothing fell out of it otherwise. The user tried to place a white paper over a sheet of white paper and it smeared a grey/black powder or dust over the paper. There was no obvious damage to the outside of the device. The reporter was unsure whether a part of the k wire had been broken off inside the quick coupling because it was grinding up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.